Event description:
Ventilator initiated on patient and low o2 alarm sounded within one minute of initiation. Patient was disconnected from ventilator and ventilated with a bag; spo2 and hr improved and patient began spontaneous breathing. All ventilators have a preventive maintenance assessment biannually, an sst monthly, and between patients. Last sst was performed recently and passed. The oxygen sensor monitors the ventilator delivered fi02 for accuracy. This sensor will expire over time and need to be replaced. This does not always indicate there is any issue with the fi02 the ventilator is delivering to the patient. For safety purposes, the ventilator was removed and the sensor was replaced, calibrated and it passed. There was no known harm to the patient.